Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, post paced t wave oversensing was noted on the patient's device. Programming changes were discussed. The patient was stable.

Event description:
New information received notes that the patient presented for programming changes. The changes were made. The patient was asymptomatic.